Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09//27/2023, was chosen as the best estimate based on year the article was published. Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source rezaee, me et al. Effect of transperineal versus transrectal prostate biopsy on the quality of hydrogel spacer placement in men prior to radiation therapy for prostate cancer. Urology. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
Boston scientific became aware of an event involving an spaceoar device, through the article, effect of transperineally versus transrectal prostate biopsy on the quality of hydrogel spacer placement in men prior to radiation therapy for prostate cancer written by rezaee, me et al. Per the article, 489 patients participated in the study, two types of biopsies were performed transrectal (tr) and transperineally (tp). In 273 patients the biopsy was performed tr, while in 122 patients the biopsy was performed tp. This report captures the hydrogel misplacement of 180 cases of rectal wall infiltration. Boston scientific has been unable to obtain additional information despite good faith efforts.